Event description:
It was reported that the patient experienced inadequate stimulation and felt stimulation on a non-target area when turned on. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.